Event description:
Patient reports pump serial number (B)(6) seems to be pulling more than the other pump. Patient will monitor with a new batch of batteries for a possible bad battery with the previous order. Cadd solis pump for remodulin. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the pt have a backup product they were able to switch to? - yes, was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes.